Manufacturer narrative:
The investigation determined the qc was within range before the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The field service engineer (fse) investigated the event. And determined that the event occurred because the limit of the blank disk was not installed. He then installed the limit of blank disk successfully and confirmed that the patient results were correctly reported. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results from four patient samples tested on the cobas e 801 analytical unit. All patient samples had initial results of <0.14 ng/ml and repeat results of <0.06 ng/ml. The physician questioned the <0.14 ng/ml result versus the <0.06 ng/ml result. The repeat results were deemed correct.